Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, one (1) dhs/dcs couple screw, one (1) 14.0mm dhs/dcs lag screw, one (1) 12.5mm thread dhs/dcs lag screw, and one (1) 130 deg lcp dhs plate were broken. It is unknown when the issue was discovered. There was no patient consequence. There is no further information available. This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the connecscr f/dhs/dcs-wrench no. 338.300 (p/n: 338.31, lot number: 5l08168) was received at us cq. Upon visual inspection, it was observed the distal tip of the complaint device had broken off and broken fragment was not returned. No other issues were identified with the returned device. Dimensional inspection: drawing: 338_31_1 rev b feature: shaft diameter specification: 4 mm +0.05/-0.03 mm measured dimension: 3.98 mm result: conforming measurement device: caliper ca802 document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed dhs/dcs coupling screw: 338_31 rev f (current and manufactured) shaft dhs/dcs coupling screw: 338_31_1 rev b (current and manufactured) no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the distal tip of the complaint device had broken off. No definitive root cause could be determined based on the provided information. The potential cause could be due to unintended forces applied to the device. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part #: 338.31, lot #: 5l08168. Manufacturing site: werk hägendorf , release to warehouse date: 20 sep 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.